Event description:
Status post bilateral subglandular inframammary gel implants (unk type/size/MFR) for augmentation. Pt complains of progressive decrease in size for 5 yrs despite gaining weight. Recently pt has had occasional breast pain. Denies any history of trauma. Pt also complains of some mild systemic problems including chronic fatigue for 4 yrs (pt is stressed), sleep disturbance, constant postnasal drip, recurrent infections, past hot flashes, occasional headaches (severe), memory loss, hair thinning, rashes on lower extremities, choking sensation and weight gain. Pt is otherwise healthy.